Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a complex and very calcified main stem lesion. Due to the calcification, the device was pushed very hard when the shaft of the 3.50 x 20mm nc emerge balloon catheter was kinked in two places. Upon retrieval of the device, the shaft broke near one of the kinks, which was about 20cm out. The fragment inside the patient was able to be removed by hand. The entirety of the device was removed from the body and the patient was noted to be well and discharged.

Manufacturer narrative:
Device returned to manufacturer: the shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft and hypotube of the device. There was a complete hypotube separation 22cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Product analysis confirmed the reported event, as the hypotube was kinked and broken due to a kink.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a complex and very calcified main stem lesion. Due to the calcification, the device was pushed very hard when the shaft of the 3.50 x 20mm nc emerge balloon catheter was kinked in two places. Upon retrieval of the device, the shaft broke near one of the kinks, which was about 20cm out. The fragment inside the patient was able to be removed by hand. The entirety of the device was removed from the body and the patient was noted to be well and discharged.